Manufacturer narrative:
(B)(4). D6a. Implant date: between (B)(6) 2013 and (B)(6) 2013. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip procedure on unknown date in 2013 where tripolar cup with stem were implanted. Subsequently, experienced a fall event with spontaneous pain in right hip. No information about revision surgery planned or performed. Due diligence is in process and no further information on the reported vent has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h10, h11. No product was returned; a product evaluation could not be performed. Pictures provided shows the head is fractured. The item identification is not visible. No pictures of the liner are available. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. The review identified that the patient made an awkward movement and felt a pain in her leg. Breakage of ceramic head in advantage cup. Old incision utilized. Ceramic head components are seen and removed, three large pieces as well as several small fragments are noted. Shell and polyethylene are explanted, remaining ceramic pieces are removed. Implants show no impingement or tendency to dislocate. Joint is irrigated, drain placed, skin closed in layers. Review of medical records reports previous multiple dislocations as a possible contributing factors to the reported event. Radiographs were received and assessed, but not sent to radiology as medical records already provided sufficient dictation of findings. Nevertheless, the images also confirm the fracture. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, b1, b2, b3, b4, b5, b7, d1, d6b, d10, e1, e3, g3, g6, h2, h6, h10, h11. D10. Unknown head 28 item# unknown lot# unknown. Unknown mia stem item# unknown lot# unknown. Unknown advantage cup 54mm item# unknown lot# unknown. Unknown cone item# unknown lot# unknown.

Event description:
It was reported that the patient had and initial right total hip arthroplasty on an unknown date in 2013. Subsequently, approximately 12 years later, the patient was revised due to ceramic head breaking. During the revision three large pieces and several small fragments were noted. The head, cup, and polyethylene were revised. Diligence is completed and no further information on the reported event has been provided.